Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-feb-2017: quality-safety evaluation of ptc received. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and heavy bleeding (interpreted as genital bleeding) starting 7 days after the insertion. Approximately 1.5 years after insertion the plaintiff underwent total hysterectomy and bilateral salpingectomy. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated events according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of device removal. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from 2013 to 2014 and ibuprofen from 2013 to 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual periods /abnormal bleeding (vaginal, menorrhagia),") and dysgeusia ("constant metal taste in her mouth"), 24 days after insertion of essure. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines / headaches"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction") and pain ("pain"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("uti"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and on (B)(6) 2014 a total hysterectomy and bilateral salpingectomy was performed). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, headache, dyspareunia, dysgeusia, hypersensitivity, pain, female sexual dysfunction, allergy to metals and abdominal pain lower outcome was unknown and the menorrhagia, vaginal haemorrhage, urinary tract infection, migraine and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, allergy to metals, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pain, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information was added. Added event abnormal bleeding (vaginal), uti, apareunia (inability to have sexual intercourse), migraines, migration of essure device location of device: uterus, dysmenorrhea (cramping), nickel allergy, lower abdominal pain, patient did not undergo essure confirmation test). Updated outcome of events. Updated onset date of events. Concomitant drug were added. This spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and heavy bleeding (interpreted as genital bleeding) starting 7 days after the insertion. Approximately 1.5 years after insertion the plaintiff underwent total hysterectomy and bilateral salpingectomy. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated events according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of device removal. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected only through the litigation process. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from 2013 to 2014 and ibuprofen from 2013 to 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual periods /abnormal bleeding (vaginal, menorrhagia),") and dysgeusia ("constant metal taste in her mouth"), 24 days after insertion of essure. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)\inability to engage in intercourse") and migraine ("migraines / headaches"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction") and pain ("pain"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("uti"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and on (B)(6) 2014 a total hysterectomy and bilateral salpingectomy was performed). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, menorrhagia, pain, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, migraine and dysmenorrhoea had resolved and the genital haemorrhage, headache, dyspareunia, dysgeusia, hypersensitivity, allergy to metals and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pain, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted. Plaintiff claimed that she have not had your essure removed, currently not planning for essure removal. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs received : outcome of the event inability to engage in intercourse,pain ,migration was changed from unknown to recovered/resolved. Reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On (B)(6) 2013, 7 days after starting essure, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), headache ("headaches"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual periods") and dysgeusia ("constant metal taste in her mouth"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction") and pain ("pain"). The patient was treated with surgery (on (B)(6) 2014 a total hysterectomy and bilateral salpingectomy was performed). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, headache, dyspareunia, menorrhagia, dysgeusia, hypersensitivity and pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, headache, dyspareunia, menorrhagia, dysgeusia, hypersensitivity and pain to be related to essure. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and heavy bleeding (interpreted as genital bleeding) starting 7 days after the insertion. Approximately 1.5 years after insertion the plaintiff underwent total hysterectomy and bilateral salpingectomy. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated events according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of device removal. A product technical analysis is awaited. Further information is expected only through the litigation process.